Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and chest pain. The patient was treated with insulin injections, specific type and dosage are unknown. The pod was removed at the ER and the cannula was noted to be dislodged. The patient was released the same day.